Manufacturer narrative:
(B)(4). One rf disposable grounding pad was received for evaluation. Visual inspection revealed hair on the pad. The results of the investigation concluded that the device functioned as intended during a simulated lesion test. The presence of hair on the grounding pad, in addition to the event description, is consistent with improper preparation and placement of the grounding pad. The device history record was unable to be reviewed since the batch number is unknown. The product IFU contains a warning statement ¿avoid placement over scars, bony prominences, prosthesis, hair, or ECG electrodes. Failure to achieve good skin contact by the entire surface of the grounding pad may result in significant electrosurgical burns at the pad location¿.

Event description:
During a lumbar rf ablation procedure, a patient burn occurred. A neurotherm grounding pad was placed on the back of the thigh, which was quite hairy. When the grounding pad was removed two blisters were noted and characterized as second degree burns. No intervention was administered to treat the burn. There were no performance issues with any sjm device.